Event description:
It was reported that this tachy lead was not successfully implanted as the lead was found to be broken upon opening the sterile packaging. This tachy lead was replaced of the same model and will be returned for analysis. No adverse patient effects were reported.